Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the alleging the insulin pump was under delivery. The customer¿s blood glucose level was 295 mg/dl at the time of incident and current blood glucose level was 218 mg/dl. The customer treated with the insulin pen. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was assisted with performing the high pressure test and the test results was yes. Customer was performing repeated high pressure test and the test results was yes. Troubleshooting was performed for under delivery. The insulin pump will not be returned for analysis.